Event description:
It was reported that the patient was supposed to have a 62 day refill interval and it had been 65 days. The patient's last refill was on (B)(6) 2014. It as unknown what the low reservoir alarm volume was set to. The pump was alarming but it was unsure which alarm was occurring, the physician suspected that the pump was dry and it could not be refilled for a couple of days. The patient was not having any symptoms. As of (B)(6) 2015, the manufacturer representative was told that the patient was doing "well." The patient did not end up experiencing any symptoms related to the event. The cause of the alarm was missed refill. The alarm was confirmed by telemetry. The pump was filled and the patient was under "observation." The pump system was delivering clonidine, bupivacaine, baclofen (compounded) and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l71601, implanted: (B)(6) 2000: product type: catheter. (B)(4).